Event description:
Guidant received info that the pt with this implantable pacemaker (ipm) was deceased. The observation form filled out by the sales rep states the pt's heart rate was in the 30's, and there was no capture. The physician stated the device was at elective replacement time. The device and leads were explanted and returned for analysis.

Event description:
Event description guidant received information that the patient with this implantable pacemaker (ipm) was deceased. The observation form filled out by the sales representitive states the patient's heart rate was in the 30s, and there was no capture. The physician stated the device was at elective replacement time. The device and leads were explanted and returned for analysis.